Event description:
Caller reported experiencing a cartridge alarm during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.